Event description:
It was reported this biopsy needle misfired during the first attempts at a renal biopsy which resulted in tearing the kidney. The pt exhibited significat bleeding and was transferred to intensive care unit and received 4-5 units of blood. The pt's condition is good and has since been discharged. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the rear trigger latch would not hold the stylet in place which resulted in the unit firing on its own. The unit was disassembled and no anomalies were noted with the device. User technique and/or pt anatomy may have contributed to this event. Co's directions for use state: "warning: test firing the needle without stabilization may damage the cannula tip... Do not leave the needle cocked with the springs under tension until ready to use."